Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: competitor 4471 implantable pacing lead 2002 (B)(6). (B)(4).

Manufacturer narrative:
Evaluation summary: analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported the patient received inappropriate shocks from the device. Device data was transmitted and the information received on the remote transmission was reviewed by qualified personnel. It appeared the patient's rhythm was supraventricular tachycardia. The device remains in use. No further patient complications have been reported as a result of this event.